Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had chronic high thresholds. At the lead replacement procedure, the lead was bent/kinked and appeared to be fractured. The lead was capped; however, the left side was occluded so the new lead was implanted on the right side. It was further reported that the implantable pulse generator (ipg) only lasted five years. The device was explanted and replaced. No patient complications have been reported as a result of this event.